Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. The user reported that the table moved while transferring the patient. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The log file analysis shows no abnormal behavior which would contribute to the reported issue. Upon investigation the involved technician could not reproduce the issue. The brake was fully functional until 350 n of force was reached. Nonetheless, the transversal brake was replaced pro-actively. The returned part was investigated by the supplier. It didn't show any visible damage or deterioration. The function check revealed no error or malfunction. The braking force was again measured greater than 300 n which is well within specification. Since no defect could be determined the most reasonable cause for the mentioned movement of the table top is that the force applied to the table during the patient positioning by the user(s) was greater than the braking force. However the exact circumstances at the time of the event could not be reconstructed retrospectively and no system error could be discovered. The potentially affected brake has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.